Event description:
Report receieved of a tubing leakage. The customer reported that two incidents occurred during infusion of chemotherapy (carboplatin). After an unspecified length of time, an unspecified amount of fluid leaked at the upper y-site piggyback port. The fluid dripped on the floor. Reportedly, no fluid contacted the pt's skin. The tubing set was not changed as the nurse indicated that there would be more fluid loss in priming a replacement tubing set. According to the customer contact, the nurse "wrapped around" a gauze at the leaking upper y-site. There was no reported adverse pt event. There was no reported delay in therapy. Though requested, no additional info was available.